Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unk. Event description: ""[hospital]" fire could not be performed well. The clip was crossed and did not mesh properly. This condition occurred consistently from the first fire and continued for several attempts. No patient injury or illness associated with this event. The device was replaced with an identical unit from the hospital's inventory, and the surgery was successfully completed. Additional information received from applied medical rep on 10apr2026: the status is currently "a." (Photo a) "[applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.]". Intervention: the device was replaced with an identical unit from the hospital's inventory, and the surgery was successfully completed. Patient status: no patient injury indicated.